Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the iol or the injector system, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-23-021 00 en3.ms3.150151250251.20220501(t)_15000f,15100f,25000f,25100f regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil iol got stuck in the nozzle before insertion; haptic does notfold as per IFU; slider cannot advance increased incision size; product replaced with another lens immediately during surgery; increased incision required sutures to close patient has recovered and is fine imdrf code: a050301 - failure to eject explantation date: (B)(6) 2023

Manufacturer narrative:
This follow-up report # 1 emdr is being submitted to FDA to submit corrected and additional information for an event that occurred outside the USA. The additional information included in this follow-up report makes this event non-reportable to the FDA. The report includes corrected and additional information not available/included in the initial report. Corrected information: b1 - updated report type to "product problem" only b2 - updated "outcomes attributed to adverse event" to delete "required intervention to prevent permanent impairment/damage" h3 - corrected to yes h11 - type of reportable event updated to delete "serious injury" additional information: b5 - updated with additional information stating the product was never implanted and no patient contact occurred. G6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: "(B)(6) ; model: "255") the exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in brazil iol got stuck in the nozzle before insertion; haptic does notfold as per IFU; slider cannot advance increased incision size; product replaced with another lens immediately during surgery; increased incision required sutures to close patient has recovered and is fine imdrf code: a050301 - failure to eject explantation date: 03oct2023 additional information received on 29feb2024: the iol was never implanted and no patient contact occurred.